Event description:
While customizing the hemashield platinum vascular graft for an ascending aortic dissection repair with a surgical cautery, the graft caught fire/flamed up. The melted graft material made contact with the pt's ioban covered abdomen. A quarter size of cooled melted graft material remained on the ioban. The surgeon then wet the graft before attempting to cut another piece and it flamed up again.